Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic") in a 39-year-old female patient who had essure (batch no. 664569-invalid, 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, osteoarthritis and fibromyalgia. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia/ apareunia/ (inability to have sexual intercourse)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In (B)(6) 200, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and ovarian cyst ("cyst on ovaries"). The patient was treated with ibuprofen, sertraline (zoloft), oxycocet (percocet), paracetamol (acetaminophen) and surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: atisfied that both tubal ostia had been thoroughly occluded by the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received. Lot number and treatment drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic") in a 39-year-old female patient who had essure (batch no. 664569-invalid, 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, osteoarthritis and fibromyalgia. On (B)(6)2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia/ apareunia/ (inability to have sexual intercourse)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and ovarian cyst ("cyst on ovaries"). The patient was treated with ibuprofen, sertraline (zoloft), oxycocet (percocet), paracetamol (acetaminophen) and surgery (underwent partial hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: satisfied that both tubal ostia had been thoroughly occluded by the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (batch no. 664569-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, osteoarthritis and fibromyalgia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish") and ovarian cyst ("cyst on ovaries"). The patient was treated with ibuprofen, sertraline (zoloft), oxycocet (percocet) and surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: atisfied that both tubal ostia had been thoroughly occluded by the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (batch no. 664569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, osteoarthritis and fibromyalgia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish") and ovarian cyst ("cyst on ovaries"). The patient was treated with ibuprofen, sertraline (zoloft), oxycocet (percocet) and surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: atisfied that both tubal ostia had been thoroughly occluded by the essure device. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, relevant tests, product information, treatment drugs and events- abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, migraines, headaches, psychological or psychiatric problems: depression, mental anguish, cyst on ovaries were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.